Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient fell down a flight of stairs and fell directly on the ipg, as a result the patient was experiencing ineffective therapy and the ipg was deemed inoperable. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.